Event description:
It was reported that approximately 30 minutes during a da vinci si hysterectomy procedure the harmonic curved shears insert accessory fell into the patient. The piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The harmonic curved insert accessory was returned and evaluated. Engineering confirmed the customer reported complaint and found the insert to have a broken clamp arm, with the clamp arm detached from the distal end. The shaft features that mate with the clamp arm are bent and exhibit scratch marks. The clamp arm joint showed evidence of overloading. No other damage was found.

Manufacturer narrative:
The accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If the accessory is returned for evaluation a follow-up MDR will be submitted.